Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "peel away sheath buckled and split on distal tip." Additional information reports "sheath was removed. I was able to drop a mini stick kit which has an additional introducer, so the procedure was completed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "peel away sheath buckled and split on distal tip." Additional information reports "sheath was removed. I was able to drop a mini stick kit which has an additional introducer, so the procedure was completed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath with dilator assembly and product lidstock for analysis. Signs of use were observed on the sheath and dilator. Visual analysis revealed that the sheath tip was damaged and partially torn at one score lines. No defects were observed with the dilator. The sheath body was severed to additionally observe the cross section. The sheath outer diameter measured 0.0824", which is within the specification limits of 0.080-0.084" per peel-away product drawing. The sheath inner diameter at the distal tip and sheath length could not be accurately measured due to the nature of the damage. The peel-away sheath and dilator were functionally tested per the product instructions-for-use (IFU). The IFU provided with a general cdc-41541-mpkc kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. The IFU provided with a general cdc-41541-mpkc kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of peel-away sheath tearing prematurely was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and partially torn at the score line. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.